Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device fails internal flow verification and the blower does not work properly. The device's blower needs to be replaced to address the issue.